Event description:
It was reported that the patient presented to the emergency room for reasons not related to the device. The pulse generator could not be interrogated, although a magnet rate could be obtained. The device would be scheduled for explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.